Manufacturer narrative:
The MFR's service rep instructed the customer to disengage the emergency on-off switch. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system would not turn on. No pt injury was reported.